Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The instrument was returned, visually and microscopically inspected. Upon review of the part, it was observed that the distal tip was fractured immediately proximal to the threaded component. Analysis of the fracture face indicates that the failure likely occurred in torsion. Due to the rigidity of titanium cages, impaction/rotation forces during implantation are directly applied to the inner shaft. Rotation of the implant while engaged to the inner shaft may have compounded forces at the joint of the threads.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That the inner shaft of the inserter broke at the thread during insertion intra-operatively. The tip of the inner shaft remains in the patient confined to the implanted cage.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 02.08.2019 it was reported to k2m, inc. That the innner shaft of the inserter broke at the threas during insertion intra-operatively. The tip of the inner shaft remains in the patient confined to the implanted cage.